Event description:
It was reported, that the patient presented at the hospital for a routine check. It was noted, that upon interrogation, the right atrial (ra) lead was not capturing. A chest x-ray was performed, dislodgement and bleeding was confirmed. The right atrial (ra) lead was capped (B)(6) 2024 and replaced. There were no patient consequences.